Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the patient was injured with a small burn or abrasion to unspecified tissue when the surgeon was making an incision for a repair. The customer requested an intuitive surgical, inc. (Isi) field service engineer (fse) check the system. The fse tested the system and verified that it was ready for use. The fse spoke with the surgeon and verified the event date as 15-jul-2024. The event occurred at beginning of the procedure before the system was docked. The surgeon was using a 3rd party instrument with the erbe generator and described the injury as a "red circle" that did not look like a burn but more like a suction mark. The tissue felt like hard dehydrated tissue. It is unknown what medical intervention, if any, was rendered due to the complication. The surgeon was using monopolar energy and said the grounding pad could have been lifted slightly. The procedure was completed robotically. The customer was able to complete multiple da vinci-assisted surgical procedures after the event occurred and before reporting the issue to isi.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site and the reported event was not replicated. The fse identify any issues with the da vinci system or erbe generator. The erbe generator was proactively replaced by the fse for customer satisfaction/patient safety. The erbe generator was returned to isi and failure analysis evaluation was performed. The unit was placed on an in-house system. The unit energized and cauterized all ports and recognized instruments.